Event description:
It was reported, during cleaning and disinfection the subject device had a white screen. The customer provided the procedure was a therapeutic endoscopic surgery and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is no problem detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the event date was reported as 3/19/2024.